Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event is approximate as the data were collected between october 2018 to october 2021. Date of death was not provided. Author information: kassi, m., zook, s., nguyen, d., ingram, k., legha, s., yousefzai, r., kim, j., hussain, I., martin, c. M., gorthi, j., syed, a. A., fida, n., bhimaraj, a., graviss, e. A., & guha, a. (2025). Differences in wait-list mortality: temporary vs durable circulatory support devices. Jhlt open, 9, 100312. Https://doi.org/10.1016/j.jhlto.2025.100312. Department of cardiology, (B)(6), tx. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported patient outcomes could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in the article "differences in wait-list mortality: temporary vs durable circulatory support devices", the authors evaluated adult patients listed for heart transplantation between (B)(6) 2018 and (B)(6) 2021 who were supported with either temporary mechanical circulatory support (tmcs), such as intra-aortic balloon pumps and impella devices, or durable left ventricular assist devices (lvads), including heartmate 3 (hm3), heartmate ii, and heartware devices. A total of 4,569 patients were included, with 1,877 on tmcs and 2,692 on durable lvad support. The primary outcome was a composite of waitlist mortality and delisting due to clinical deterioration within 1 year. After propensity score matching (psm), the event rate was significantly higher in the tmcs group compared to the durable lvad group (35.2% vs 15.9%, p<0.001), with a higher hazard ratio for adverse outcomes (hr 3.37, p < 0.001). The hm3 device demonstrated the best overall outcomes among all devices. Importantly, deaths did occur in the lvad group, including those with hm3, although at lower rates than tmcs. In the pre-matched cohort, any pre-transplant death occurred in 4.9% of durable mcs patients' vs 4.2% in tmcs (p = 0.30). However, death within 1 year from listing was lower in durable lvad patients (2.6% vs 4.1%, p = 0.01), and death while on the waiting list within 1 year was also lower (1.6% vs 2.6%, p = 0.03). Overall mortality while on the waitlist was similar between groups (2.6% vs 2.6%, p = 0.96), but time to death was significantly longer in lvad patients (p < 0.001), indicating greater stability. The composite outcome of death or clinical deterioration within 1 year was also lower in the lvad group (4.8% vs 6.7%, p = 0.01). The study further showed that tmcs patients consistently had higher risks of adverse outcomes over time, including at 3 years. Factors associated with worse outcomes included higher creatinine levels, need for ventilation, inotrope use, and higher listing status. Compared to hm3, all other devices¿including hm ii, heartware, impella, and iabp¿had higher hazard ratios for adverse outcomes. Tmcs devices were associated with complications such as stroke and limb ischemia, as noted. The heartmate 3 demonstrated the lowest adverse event profile among all devices. Overall, the study demonstrates that deaths and adverse outcomes¿defined as waitlist mortality and delisting due to clinical deterioration¿do occur in patients supported with lvads, including those with hm3, but at significantly lower rates compared to patients supported with temporary mcs. Among all devices, hm3 was associated with the most favorable outcomes and the lowest risk of these adverse events.